Event description:
Within several weeks of placement of 3.5 x 16mm taxus stent into proximal stenosis of svg-om, patient developed anemia picture consistent with anemia of chronic disease and a very elevated sedimentation rate and a very small igm monoclonal gammopathy which has persisted now for 10+ months.